Manufacturer narrative:
H10: this reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes. H11:g4.

Manufacturer narrative:
There were multiple proximate causes identified for the customer report of broke. They are as follows: door latch assembly for damaged sear. Right iui connector for observed contamination. The iui's must be replaced when signs of corrosion are observed. Left iui connector for observed contamination. Membrane frame discolored. (Cosmetic issue only). Door cover damage associated to wear. Keypad delamination. Rear case fluid ingress damage.

Event description:
It was reported that device was damaged.